Event description:
New information indicated that a lead revision was performed on (B)(6) 2016. During the procedure, an insulation anomaly was noted on the lead. The lead was repaired with adhesive and a silicone cover. The lead remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with muscle stimulation. Upon interrogation, the atrial lead exhibited under sensing. It was noted that the lead had previously exhibited noise and the device was reprogrammed. No intervention was reported.